Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Investigation summary: when the catheter was first received for analysis, it was first visually inspected and the white spots on the handle were seen by investigators. Device history review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the farawave's risk documentation was completed and confirmed that the event of foreign material was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of quality control deficiency. While no physical breakage or damage was observed the presence of the white marks indicates a cosmetic defect that impacts the product's quality.

Event description:
It was reported that prior to a pulse field ablation procedure a farawave was selected for use. During preparation, upon opening, white residue was found adhering to the handle section. The catheter was replaced and the procedure was completed without patient complications. The device is expected to be returned for laboratory analysis.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that prior to a pulse field ablation procedure a farawave was selected for use. During preparation, upon opening, white residue was found adhering to the handle section. The catheter was replaced and the procedure was completed without patient complications. The device is expected to be returned for laboratory analysis.